Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. There was no excessive no delivery alarm noted. The pump was received with normal operating currents. There was no unexpected low battery or bad battery alarm noted. The pump was received with cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump and high blood glucose levels. The customer states their levels have gone from 120mg/dl to the 500mg/dl to 600mg/dl range. The customer's blood glucose level at the time of incident was 439mg/dl. The customer treated with manual injections. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.